Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving hydromorphone via an implantable infusion pump for non-malignant pain. It was reported that the patient saw their healthcare provider (hcp) yesterday and the hcp increased their pump medication by 15%, maybe 20 milligrams, around 11am and changed it from flex dosing to simple continuous with the option to give themselves boluses. The patient stated they didn't feel the change yet although the hcp had warned them that they might get sleepy or nauseous because it was a pretty big increase. The patient mentioned they had remembered before when they had increased the medication like this, that there was a lag time for the medication to clear the line or something, but since it was such a big increase they didn't think it would be this long to take effect. The patient stated they do feel a difference when they give themselves a bolus, but they weren't planning on having to use the boluses until they got home from their 7am surgery tomorrow for a kneecap broken into about 6-10 pieces from a fall. The patient added the surgeon had said they would rather the pain management hcp control their pain management, and the surgeon would just get them through surgery. The patient noted the hcp had said their refill yesterday would cover their pain now and through surgery, however, the patient reported having to bolus yesterday at 2pm, 6pm, and again right before midnight. The patient added they are at 4 boluses/day. The patient reported even with the boluses they hadn't felt woozy or any of the things the hcp had mentioned. The patient stated they had not had the handset with them at the hcp's office yesterday and noted the date and time on the handset were off and read (B)(6) at 0037 in the morning and reset had not resolved it. The agent walked the patient through manually setting the date and time. The patient stated that yesterday when they scanned the pump it showed their pump had stalled and recovered "both times" over the past 2 weeks, and said it was probably from when they went to the emergency room (ER) because they did cat scans (computed tomography). The patient inquired as to whether passing by the MRI (magnetic resonance imaging) suite could cause the pump to stall. The patient stated the pump was 1 hour and 1 minute behind for some reason, and the (B)(6) 2026 report said the pump motor had stalled and recovered and that this can be caused by an MRI scan code 529, and the pump time was out of sync with the program time code 303. The patient was redirected to their hcp to further address the issue. The patient also mentioned having a broken neck. The patient later called back to inquire about the bolus restriction, and information was reviewed.